Manufacturer narrative:
B3: date of event estimated using first day of procedure month: (B)(6) 2024.

Event description:
It was reported that insufficient roll off occurred. In (B)(6) 2024, the patient underwent a hepatic radio frequency ablation (rfa) procedure with an rf3000 generator and a 17g, 5cm x 15cm rf leveen needle. The lesion measured about 25mm. Ablation was performed with two heat-up times at 200w for 15 minutes without reaching roll-off. No patient complications were reported. Post rfa procedure, in (B)(6) 2024, magnetic resonance imaging (MRI) was performed, which concluded that the treatment had been successful even though the lesion had increased in size and no post-therapeutic scarring was visible.